Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd nexiva closed IV catheter system ¿ single port with maxzero¿ needleless connector 18 ga 1.25 in (1.3x 32 mm) has been found experiencing safety mechanism issues during use. The following has been provided by the initial reporter: it was reported that the gray safety portion fell off of the IV needle after insertion. It was also reported that the gray safety potion did not extend to fully cover the needle tip. Per complaint form - clinician placed nexiva device per policy and IFU. When needle was retracted, the grey portion did not extend to cover needle tip. Per email: detail: the gray safety portion fell off the IV needle after the IV was inserted.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8148829. Our records show that this is the only instance occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to evaluate the affected sample, the root cause for this complaint could not be determined at the conclusion of our review. Conclusion: indeterminate: the picture did not display any of the components that would contribute to the defect the customer experienced. The defect described in the incident report could not be confirmed or replicated.

Event description:
It has been reported that one bd nexiva closed IV catheter system ¿ single port with maxzero¿ needleless connector 18 ga 1.25 in (1.3x 32 mm) has been found experiencing safety mechanism issues during use. The following has been provided by the initial reporter: it was reported that the gray safety portion fell off of the IV needle after insertion. It was also reported that the gray safety potion did not extend to fully cover the needle tip. Per complaint form: clinician placed nexiva device per policy and IFU. When needle was retracted, the grey portion did not extend to cover needle tip. Per email: detail: the gray safety portion fell off the IV needle after the IV was inserted.